Event description:
It was reported that an asymptomatic patient presented in clinic. Upon interrogation, the right ventricular lead exhibited high threshold and loss of capture. There were no other electrical anomalies. X ray examination was normal. The patient presented in the operating room. The lead was explanted and replaced on (B)(6) 2017. The patient was in a stable condition before, during and after the procedure.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.